Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. While the surgeon was making continuous sutures through the dermis, the needle pulled off. There were no adverse patient consequences. Additional information has been requested.